Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: found during routine inspection of instrument trays in field sales office. Both t-handles have cracks in the plastic where the shaft meets the handle. Both are still in 1 piece. White handle pinnacle cup impactor has crack in plastic halfway up the handle. Black pinnacle cup handle, the knob on the end has broken off, this is in 2 pieces. Attune rp tibial impactor has cracks all over it, it is still in 1 piece though. Inhance trial 40+0, has cracks in near the bottom of it. Still in 1 piece. Inhance offset taper adaptor has crack in ring that sits in glenoshpere trial, currently still in 1 piece. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found a broken off prong and right next the broken piece, a crack that follows up to one edge. Broken fragment was not returned for analysis. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion while trialing. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reverse liner trial 40+0 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Found during routine inspection of instrument trays in field sales office. Inhance trial 40+0, has cracks in near the bottom of it. Still in 1 piece.